Event description:
It was reported that a pt with a history of significant neck and left arm pain underwent c6-c7 acdf on (B) (6) 2006 . Initially, pt noticed improvement in symptoms, but began to complain pain in (B) (6) 2006. CT on (B) (6) 2007 revealed developing pseudarthrosis. Pt continued to have pain and elected surgery on (B) (6) 2007. During c6-c7 posterior fusion, the original implant was not removed, and a bone graft was harvested from the pt. A left c6-c7 foraminotomy and decompression was completed, the bone graft and posterior wire were added. As of (B) (6) 2007, the pt is reporting dramatic improvement in arm pain.

Manufacturer narrative:
The product was not returned for eval. CT scan reports states that the plate and screws appear to be in satisfactory position. It was also reported in the doctor's progress notes that the pt was a smoker and quit two weeks prior to surgery. A preoperative precaution, stated in the product instruction for use, is pts who smoke have been shown to have an increased incidence of non-unions. As stated in the product instructions for use, some of the known side effects are late bone fusion or no visible fusion mass and pseudarthrosis, pain, discomfort, or abnormal sensations due to the presence of the device. Based on the available info, no root cause could be determined.